Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 1/11/2024, it was reported by a facility representative via (B)(6) that an ar-13995n multifire scorpion needle tip broke inside the patient. The needle was being forced into the multifire scorpion hand instrument, dry fired, and the needle broke. The fragment was unable to be located and was not removed. This was discovered during a procedure. The patient suffered no negative effects on or after the procedure. Additional information requested.

Manufacturer narrative:
Complaint confirmed. One unpacked ar-13995n serial/batch number (B)(6) was received for investigation. Visual evaluation found that the tip of the needle was broken off. The most likely cause for the reported failure is a user error. Instruments must be handled with care. Overtightening or rough handling of the instrument may damage the device. According to dfu-0392-sub-eo revision 1 2023-02. Warning! To help avoid needle breakage and potential patient injury: do not resterilize or reuse the scorpion¿ suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function.